Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the portion of the broken device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. The medical evaluation is currently on going and will be finalized once further information on the case is available. Orthofix srl has requested further information on the event such as device batch number, copy of patient's x-rays, availability of the broken portion of the screw for the technical evaluation. Unfortunately, this information has not yet made available. As soon as the results of the investigation are available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied : tibia right; surgery description: fracture treatment; patient information: (B)(6), male, (B)(6); problem observed during: clinical use on patient / post-operative; type of problem: device functional problem; event description: while inserting the screw halfway the threaded part of the screw broke in the bone. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure an additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; information on patient current health condition: patient is doing well. Currently doing good. On september 11, 2015, orthofix srl received the following further information from the distributor: "the reference code provided is as given. The broken screw is not available as the broken part is left to fuse with the bone. These are the information given, and as it's an army hospital further details cannot be revealed. Patient is doing well and sent back home." (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the (B)(4), lot v1176035 (lot laser marked on the component g166) before the market release. No anomalies have been found. The original lot, manufactured in march 2011, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation: a technical evaluation of the device involved in this event, was not performed as the device has not been made available for the investigation. Should the device become available, orthofix srl will promptly re-open the investigation and perform the technical analysis. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation: "this patient was being treated for a tibial fracture with external fixation. The patient is an adult male of (B)(6), so the bone will be fully mature. The patient is 157.5 cm tall and weighs (B)(6). Therefore he is not large but has normal adult proportions. The 3.5 - 4.5 mm threaded bone screws are designed for small bones, in the adult upper limb or for paediatric use. They are not designed for use in the lower limb in adults. We are not told what predrilling was done in the bone. I presume 3.2 mm but we do not know. However, the long bones in mature adults have very hard diaphyseal material and a significant proportion of the screw breakages since they were first issued have been due to small screws being used in mature bone. We must assume in the absence of x-rays that this tibia was of normal dimensions. We can be certain that this screw broke during insertion because of incorrect use in an adult tibia. Although the form states that surgery could be completed with the device concerned, and I am sure that they mean that the fixation could be applied with another bone screw in place of the broken one. Treatment continued with no ill effects for the patient." Final comments: a technical evaluation of the device involved was not possible as it was not returned to orthofix srl and therefore not available for the technical evaluation. The medical evaluation evidenced as follow: "the 3.5 - 4.5 mm threaded bone screws are designed for small bones, in the adult upper limb or for paediatric use. They are not designed for use in the lower limb in adults. We must assume in the absence of x-rays that this tibia was of normal dimensions. We can be certain that this screw broke during insertion because of incorrect use in an adult tibia." A complete medical evaluation of the case was not performed as some information about the medical procedure, was not made available, i.e. Copies of the operative report, copies of the pre and post-operative x-rays and the device availability for the technical evaluation. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. In case further information is provided and/or the device is returned to the manufacturer, orthofix srl will promptly finalize the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied : tibia right; surgery description: fracture treatment; patient information: (B)(6); previous health conditions: under patient data protection act, we are not able to disclose any information; problem observed during: clinical use on patient / post-operative; type of problem: device functional problem; event description: while inserting the screw halfway the threaded part of the screw broke in the bone. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure an additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; information on patient current health condition: patient is doing well. Currently doing good. On september 11, 2015, orthofix srl received the following further information from the distributor: "the reference code, orthofix srl received the following further information from the distributor provided is as given. The broken screw is not available as the broken part is left to fuse with the bone. These are the information given, and as it's an army hospital further details cannot be revealed. Patient is doing well and sent back home." On october 12, 2015, orthofix srl received from the distributor a picture of the broken screw. From the picture, orthofix srl gathered the lot number laser marked on the component : g166. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records (information already provided) orthofix srl checked the internal records related to the controls made on (B)(4) lot v1176035 (lot laser marked on the component g166) before the market release. No anomalies have been found. The original lot, manufactured in march 2011, was comprised of 200 units. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation (new information) the returned device, received on november 20, 2015 was examined by orthofix srl quality engineering department. The device was subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check confirmed that the screw was broken. The dimensional check did not evidence any defects except for the total length of the screw, due to the breakage of it. It was not possible to perform the functional check as the device was broken. The material check confirmed that raw material of the broken screw met the specifications and it was a stainless steel aisi 316l esr. The technical analysis confirmed that the screw was broken in the threaded part. The analysis of the breakage surface suggests that the screw was broken due to torsional overload. The analysis performed evidenced that the device was originally conforming to design specification. Orthofix failure analysis concluded that the breakage detected is most likely to be attributable to torsional overload. Medical evaluation (information partially already provided) the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation: "this patient was being treated for a tibial fracture with external fixation. The patient is an adult male of (B)(6), so the bone will be fully mature. The patient is 157.5 cm tall and weighs 52 kg. Therefore he is not large but has normal adult proportions. The 3.5 - 4.5 mm threaded bone screws are designed for small bones, in the adult upper limb or for paediatric use. They are not designed for use in the lower limb in adults. We are not told what predrilling was done in the bone. I presume 3.2 mm but we do not know. However, the long bones in mature adults have very hard diaphyseal material and a significant proportion of the screw breakages since they were first issued have been due to small screws being used in mature bone. We must assume in the absence of x-rays that this tibia was of normal dimensions. We can be certain that this screw broke during insertion because of incorrect use in an adult tibia. Although the form states that surgery could be completed with the device concerned, and I am sure that they mean that the fixation could be applied with another bone screw in place of the broken one. Treatment continued with no ill effects for the patient." Medical evaluation addition: "the technical analysis on this bone screw confirms our thoughts that the breakage was due to torsional overload. As previously stated, these bone screws were not designed for use in a mature adult tibia. This screw was loaded beyond its design criteria because of the technical circumstances of its use." Final comments the results of the technical evaluation evidenced that the device involved was originally conforming to design specification. Orthofix failure analysis concluded that the breakage detected is most likely to be attributable to torsional overload. The medical evaluation evidenced as follow: "the 3.5 - 4.5 mm threaded bone screws are designed for small bones, in the adult upper limb or for paediatric use. They are not designed for use in the lower limb in adults. We must assume in the absence of x-rays that this tibia was of normal dimensions. We can be certain that this screw broke during insertion because of incorrect use in an adult tibia. As previously stated, these bone screws were not designed for use in a mature adult tibia. This screw was loaded beyond its design criteria because of the technical circumstances of its use." Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix srl specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied : tibia right; surgery description: fracture treatment; patient information: (B)(6), male, (B)(6); previous health conditions: under patient data protection act, we are not able to disclose any information; problem observed during: clinical use on patient / post-operative; type of problem: device functional problem; event description: while inserting the screw halfway the threaded part of the screw broke in the bone. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are not available; information on patient current health condition: patient is doing well. Currently doing good. On september 11, 2015, orthofix srl received the following further information from the distributor: "the reference code provided is as given. The broken screw is not available as the broken part is left to fuse with the bone. These are the information given, and as it's an army hospital further details cannot be revealed. Patient is doing well and sent back home." On october 12, 2015, orthofix srl received from the distributor a picture of the broken screw. From the picture, orthofix srl gathered the lot number laser marked on the component : g166 (B)(4).